Event description:
The customer reported during a therapeutic hysteroscopic electrosurgical resection of endometrial polyps, it was discovered that hysteroscope's ceramic tip of an olympus resection sheath was detached, which increases the surgical difficulty. Per additional information, the location of the fall was likely the uterine cavity. It was discovered and retrieved immediately. The surgery was completed with caution. There was an unspecified procedural delay for the time taken for the retrieval process. There were no reports of patient injury or harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.